Event description:
Patient's femoral component was loose and they were experiencing pain.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. (B)(4).

Event description:
Patient's femoral component was loose and they were experiencing pain.

Manufacturer narrative:
The patient is (B)(6). An event regarding loosening involving a triathlon femoral component was reported. The event was not confirmed. Device history review indicated all devices accepted into final stock met specification. Complaint history review indicated there have been no other events for this lot. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.